Manufacturer narrative:
Dhrs were reviewed and no records confirming the defect were observed. Archival and returned samples meet requirements of specification. Additionally, 10 randomly selected pen needles from archival and returned samples were assembled on pen injector. With every attempt, droplets on the cannula were observed and injection of applied dosage can be seen which confirms the correctness of the pen needle assembly on the pen and the patency of the needles. The defect is not confirmed. Root cause analysis was not conducted. No CAPA initiated. No further action. Complaint closed.

Event description:
Caller is using pen needles with victoza. Sometimes he puts one on and the insulin will not come out. The needle is not bent at all and he only uses them once. Part 234132. Replaced pen needles and sent rl.